Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, hypersensitivity occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 2.5x8mm drug eluting stent to an unknown vessel. The patient was prescribed panaldine and aspiline prior to the stenting procedure. "The eruption appeared with the patient." The panaldine was then changed to cilostazol the next month. Additional information regarding this event was requested, but is not available.